Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation on 21jul2023, cook european shared service center (essc) received a complaint from the c.h.u. Rennes pontchaillou facility, located in the city of rennes cedex fr. It was reported that upon the placement of an ultrathane mac-loc locking loop biliary drainage catheter (rpn: ult8.5-38-40-p-32s-clb-rh; lot: 15217436), the flexible stiffener could not be removed. The customer stated this happened twice. Reviews of the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One of the two reported catheters was returned in an opened, used and damaged state. The catheter and flexible stiffener were returned separate from each other. The catheter was received with the metal stiffener fully inserted. During tabletop testing, the metal stiffener was able to be removed. The supplied flexible stiffener exhibited material elongation. Due to the condition of the flexible stiffener, the investigation was unable to insert the flexible stiffener into the catheter. Dimensional verification confirmed the internal diameter of the catheter and the outer diameter of the flexible stiffener were both within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed one related non-conformance for "flexible stiffener bent" in which one device was scrapped. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence to suggest that product was not manufactured to current specifications and there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU [t_multi2_rev1] packaged with the device contains the following in relation to the reported failure mode: "precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, inspection of the returned device, and the results of the investigation, cook medical has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy. D2b- additional product codes: gbo, lje. G4- PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue flexible stiffener became lodged in a ultrathane mac-loc locking loop biliary drainage catheter. The customer stated this happened twice. It is unknown how the procedure was completed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.